Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicated that the pt was revised to address loosening of the femoral component at the cement/implant interface. It was further noted in the operative report that there was effusion and fluid dark in color (a combination of blood and metal staining).